Manufacturer narrative:
The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was an increase in pacing impedance measurements noted on the non-boston scientific right atrial (ra) lead. Boston scientific technical services (ts) was contacted to review the data for this implantable cardioverter defibrillator (ICD) from the remote monitoring system. A ts consultant discussed that there were no recorded alerts or status messages. There have been changes in the pacing impedance measurements with the ra lead over the past year, with fluctuations as high as 1,300 ohms. No noise and oversensing were noted; all non-sustained ventricular tachycardia (vt) episodes were appropriate. Additional troubleshooting and product functionality was discussed. No adverse patient effects were reported.